Manufacturer narrative:
Evaluation results: inherent risk of procedure (death, occlusion). Patient's condition affected effectiveness of device (patient anatomy). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (patient anatomy).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular emergent treatment of a abdominal aortic aneurysm approximately three months ago. The aneurysm diameter was not reported. There was moderate tortuosity and moderate calcification in the iliac limb. It was reported that the patient presented with leg pain and numbness. The CT revealed that the contralateral iliac limb was occluded, due to patient anatomy. During the procedure for the secondary intervention to repair the occlusion the patient expired. No additional information has been obtained.